Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the electrode body noted an arc mark on the electrode shock coil. Laboratory analysis concluded that the arc mark was likely a result of a dislodged electrode as a result of the reported twiddler's syndrome.

Event description:
It was reported that the patient was in clinic for follow up and complained of pain and device movement. Two hours later, the patient presented to the emergency department. Interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) noted charge timeout (CT) and long charge (lc) messages had been recorded. The patient was reported to suffer from twiddler's syndrome. A chest x-ray was performed and noted the s-ICD had been twiddled and pulled this electrode into the device pocket. It was reported that the patient's ejection fraction had improved. The physician planned to schedule an explant procedure. No additional adverse patient effects were reported. Available information indicates this product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct the following fields: patient code of 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the electrode body noted an arc mark on the electrode shock coil. Laboratory analysis concluded that the arc mark was likely a result of a dislodged electrode as a result of the reported twiddler's syndrome.

Event description:
It was reported that the patient was in clinic for follow up and complained of pain and device movement. Two hours later, the patient presented to the emergency department after receipt of multiple inappropriate shocks. Interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) noted charge timeout (CT) and long charge (lc) messages had been recorded. The patient was reported to suffer from twiddler's syndrome. A chest x-ray was performed and noted the s-ICD had been twiddled and pulled this electrode into the device pocket. It was reported that the patient's ejection fraction had improved. The physician planned to schedule an explant procedure. No additional adverse patient effects were reported. Available information indicates this product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient was in clinic for follow up and complained of pain and device movement. Two hours later, the patient presented to the emergency department. Interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) noted charge timeout (CT) and long charge (lc) messages had been recorded. The patient was reported to suffer from twiddler's syndrome. A chest x-ray was performed and noted the s-ICD had been twiddled and pulled this electrode into the device pocket. It was reported that the patient's ejection fraction had improved. The physician planned to schedule an explant procedure. No additional adverse patient effects were reported. Available information indicates this product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report is being filed to correct the following fields: b5: describe event or problem. H6: patient codes. H6: device codes. Patient code of 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the electrode body noted an arc mark on the electrode shock coil. Laboratory analysis concluded that the arc mark was likely a result of a dislodged electrode as a result of the reported twiddler's syndrome.

Event description:
It was reported that the patient was in clinic for follow up and complained of pain and device movement. Two hours later, the patient presented to the emergency department after receipt of multiple inappropriate shocks. Interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD) noted charge timeout (CT) and long charge (lc) messages had been recorded. The patient was reported to suffer from twiddler's syndrome. A chest x-ray was performed and noted the s-ICD had been twiddled and pulled this electrode into the device pocket. It was reported that the patient's ejection fraction had improved. The physician planned to schedule an explant procedure. No additional adverse patient effects were reported. Available information indicates this product remains implanted. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.